Event description:
Burning rash on the back; I'm wearing zoll life vest first electrode belt burned my back. Second belt keeps telling me to check belt every few minutes. FDA safety report ID# (B)(4).